Event description:
It was reported that patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing and failure to capture due to varying capture threshold. No intervention was performed. Patient was stable.